Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 444 mg/dl and 101 mg/dl. Customer was treated with bolus for high blood glucose level and they declined to troubleshoot. Customer stated auto mode was not active. The device will not be returned for analysis.